Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that when the sensor was inserted the needle was missing. The customer's blood glucose was 104 mg/dl at the time of incident. Troubleshooting found that calibration errors were received and reviewed insertion techniques with the customer. No further details.